Event description:
It was later reported that the patient had spent the weekend in the hospital and is seeking to get her battery replaced. Clinic notes were received indicating she has had an increase in depression symptoms and had been euthymic for ten years with use of the vns after the dose had been titrated appropriately. Follow-up from the provider indicated the increase in depression was not worse than before vns and the increase in depression was not related to the vns. The diagnostics were reported to be okay and were within normal limits.

Manufacturer narrative:
Report source, corrected data: ¿health professional¿ was inadvertently not provided on follow-up report #1.

Event description:
It was reported by a patient that she had not had her device checked in years. She stated she can tell the battery must be getting low because the depression is returning and her voice alteration is not as noticeable. Additional relevant information has not been received to-date.